Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2012. Revision - reason not reported.

Manufacturer narrative:
The complaint products were received for analysis. The reported malfunction was confirmed. Visual evaluation condition/findings (conducted with a 7x or 10x optical) the porous surface of the acetabular shell shows a white substance that appears to be host bone on the surface of the cup. This is typically indicative of fixation between the patient's bone and the implant. The deformation and cracking to the outside rim of acetabular appear to have been created due to forces directed towards the edge by the femoral head. Thinning of the liner in this region due to wear may have allowed for forces within the design criteria to create these cracks. The larger fracture appears to have been caused by instruments that were likely used during the removal, or attempted removal, of the part in a region that was already weakened by preexisting stress fractures. Wear on the articulation surface of the liner appears consistent with femoral head articulation directed towards the liner edge. The femoral head component sitting in the liner appears consistent with the center of rotation migrating, as the femoral head does not rest is the center of the cavity. The head likely migrated vertically due to progressive wear of the superior edge of the liner. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The company is not aware of receiving any complaint reports involving another device from this manufacturing lot of 20 pieces. Complaint data from 2014 through 2018 involving the reported failure for this family of devices was reviewed. The investigations for those incidences have not identified any evidence that a manufacturing issue caused or contributed to this reported issue. Therefore, this does not appear to be manufacturing-related. The revision reported was likely the result of an insufficient bond forming between the cup and host bone leading to mechanical loosening of the cup. The clinical risk factors that this patient presents is that he is grossly overweight and is described as "active", these two conditions are biomechanical stressors on the hip implant and could lead to early device failure. This device is used for treatment not diagnosis.

Event description:
It was reported that an overweight patient experienced hip revision surgery, due to cup loosening. The cup was not "well fixed". The patient was reported to be in stable health leaving the or. No additional information on the patient or event was provided. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00499, 1038671-2018-00500, and 1038671-2018-00502.